Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha. A radiology report noted lytic destruction in the acetabulum, proximal femur, superior pubic ramus and inferior pubic ramus. An MRI report notes extensive heterogenous fluid around the right hip prosthesis likely small particle disease and lytic bone destruction. Patient had a revision. During the revision, osteolysis was noted around the proximal femoral component and acetabular component and profound metallosis in a very large pseudotumor. Pseudotumor was noted extending from superficial tissues laterally into the joint with further extension anteriorly into the pelvis, posteriorly to the sciatic notch, and inferiorly into the obturator. Femoral head was cold welded to the stem but was able to be removed. Head, stem and taper were removed. Acetabular component was well fixed and remains implanted. Range of motion was stable and leg length verified. No complications noted. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported by legal initial right total hip arthroplasty. Subsequently revised approximately 14 years later due to a pseudotumor, implant wear, and osteolysis. During the revision noted metallosis, the head was cold welded to the stem. The stem, head and sleeve were exchanged without complications. The acetabular shell remained implanted. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.